Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at approximately 10 atmospheres for about 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.